Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended pump bolus was large due to the customer inadvertently entering the carbohydrate ratio setting as 1:1 instead of 1:56. Tandem technical support assisted the customer with correcting the setting. Blood glucose was 250 mg/dl.